Event description:
It was reported that during endoscopic sinus surgery, three burs tip was broken. There were no fragments detached from the burs. Number of rotations was 12000. All the three burs were used with same m5 handpiece. There was a procedural delay of ten minutes and the surgery was completed using another bur. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received as another two burs were also broken when used with same handpiece. The fourth bur broke and separated around 37 mm from the distal tip. The fifth bur broke and separated around 46 mm from the proximal tip.

Manufacturer narrative:
H3: product analysis found visually, there were traces of contamination found near the distal end of the outer tube. There was no damage noted on the irrigation port, the outer or inner hubs, and the diamond tip. However, the distal end of the outer tube was damaged/deformed. The distal end of the spiral wrap was expanded and broken when returned. The distal end of the spiral wrap was not completely detached, it was partially intact. There were striations found at the distal end of the spiral wrap near the diamond tip. Functionally, the inner assembly spun by hand with binding sound. The further functional testing was not performed due to aforementioned issues. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: previously applied codes fdm b17, fdr c20 and additional codes img g04041 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.